Event description:
Boston scientific received information that the physician attempted to implant the first left ventricular (lv) lead, however due to issues with pacing capture and a sub-optimal position, the physician elected to try a new lead. The second left ventricular (lv) lead was attempted however dislodged from its position. The physician repositioned the lead and closed the pocket. After the pocket was closed, the lead dislodged a second time. The pocket was then reopened to explant the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.